Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot. The receiver log was attempted to retrieve but could not be performed. The receiver functional test was attempted but could not be performed. The receiver case was opened for interior inspection. During troubleshooting, the receiver battery was found to be dead. The reported event that the receiver ceased to function was confirmed during battery testing and interior inspection. The root cause was determined to be a defective receiver battery.